Manufacturer narrative:
Date of submission 21-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02-feb-2018 with the following findings: during investigation, the pump was powered on and the display was found to be dim and discolored.

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of investigation completed on 02-feb-2018.